Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusions occurred. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high," (specific value was not provided) and an unspecified ketone level. A manual injection of insulin was administered to treat bg level. Reportedly, the customer changed supplies and successfully resumed insulin delivery.